Event description:
It was reported that the pt's avm was treated with 3 vials of onyx via 3 marathon catheters. Next day, the pt experienced slight unilateral spatial neglect. MRI was performed and showed cerebral hemorrhage at more frontal lobe side than the avm. Therefore, it seems that this hemorrhage was not bleeding from the avm but hematoma yielded from an anticoagulant therapy due to damage of part of the feeder artery during catheter retrieval. On (B)(6), the avm was resected. No other complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was discarded. (B)(4).